Event description:
It was reported that the patient had lost consciousness at their home and fell. The patient experienced periods of no pacing/ asystole in the hospital also. The right ventricular (rv) lead exhibited oversensing, an increase in threshold, and loss of capture. It is suspected that the rv lead is starting to "break." There is cross chamber oversensing on the rv and right atrial (ra) leads. The rv lead was reprogrammed initially, but later the physician placed the left ventricular (lv) lead in the rv port and the rv lead in the lv port. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c3tr01 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 5034 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. There was cross chamber oversensing. (B)(4).